Event description:
Boston scientific received information that during the implant of this device there was noted noise and greater than 2000 ohms impedances reported on the right atrial (ra) lead. A pacing system analyzer (psa) was used, which showed acceptable numbers on the ra lead, so the connections were checked several times however noise as well out of range impedance persisted. Finally after several attempts the out of range impedances and noise went away. The device remains implanted. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information became available that the out-of-range (oor) impedances were once again noted as greater than 125 ohms on the right ventricular (rv) lead as well as noise. A connection issue was ruled out however, as the pace sense portion of the lead was working appropriately and none of those measurements were out of range. The lead and device remain in service. To date, no adverse patient effects have been reported.